Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During the process of this complaint attempts were made to obtain complete event and patient information.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention was undertaken wherein the ipg was explanted and replaced.